Event description:
The instrument made a strnage noise when activated and would not cut. The caller did not have other information about problem but stated a second instrument was used to complete case with no patient consequence.